Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm small grasping retractor instrument stopped working properly; after inspecting the instrument, a steel wire was found to have burst. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes. Intuitive surgical inc. (Isi) contacted the site and obtained the following additional information regarding this event: no other information could be provided. Both of the small grasping retractors were sent to the csa attached with a special label and the department told the reporter a few days after. The label only said to her that they were broken during the same procedure and that they had to send it to her. The reporter tried to discover on what date and who of her colleagues were present during that time, but unfortunately, she could not discover it. Normally the csa check every instrument after cleaning and prior packaging. When the site used the instrument in the or it is according to protocol to check every instrument before attaching it to the robotic arm. The small grasping retractors were used during a cystectomy (that¿s the only procedure we are using these instruments). The site used them to work with the bowels and at 90% of the time the site did not use an energy instrument at the same time. If they do use an energy instrument during the use of the small grasper, the energy instrument was never nearby the small grasper to prevent any harm by electric breakdown to the bowels. For as far the reported know there was no harm or any complications to the patient during or after the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm small grasping retractor instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.